Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the pacemaker exhibited backup mode and firmware corruption due to device end of life. As a resolution the device was explanted and replaced. The patient condition was stable.